Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted through the first part of the duodenum (d1) to the common bile duct (cbd) for drainage during a choledochoduodenoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the hot axios delivery system successfully cauterized through the duodenum wall into the cbd. However, during attempted deployment of the distal flange of the axios stent, the handle broke and the distal flange failed to deploy. Reportedly, the stent deployment hub of the handle moved loosely and would not deploy the stent. The axios device was removed from the patient and the procedure was completed at the same site with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A hot axios stent and delivery system was received for analysis. The device was not deployed. A visual evaluation of the device noted that the outer sheath was detached from the stent deployment hub. An inspection of the internal mechanism noted that glue was present on the bonds from the outer sheath to the stent deployment hub. It was not possible to deploy the device due to the sheath detachment. No other issues with the device were noted. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted through the first part of the duodenum (d1) to the common bile duct (cbd) for drainage during a choledochoduodenoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the hot axios delivery system successfully cauterized through the duodenum wall into the cbd. However, during attempted deployment of the distal flange of the axios stent, the handle broke and the distal flange failed to deploy. Reportedly, the stent deployment hub of the handle moved loosely and would not deploy the stent. The axios device was removed from the patient and the procedure was completed at the same site with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.